Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A singular x-ray image was provided for review. Nothing indicative of a product problem is identified. It is not possible to determine a root cause for the problems reported using the provided image. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with elevated metal ion levels and pain. A pinnacle metal on metal liner and cocr femoral head were removed and replaced with an altrx liner and ceramic head with titanium sleeve. Doi: (B)(6) 2006; dor: (B)(6) 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (clinical code). H6 clinical code: appropriate term/ code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10.